Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was taking longer to charge and was holding a charge less. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded.